Manufacturer narrative:
The insulin pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. The pump was received without a belt clip and they were unable to verify the belt clip anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went swimming yesterday and when he got out, he put his pump into the pocket of his wet swimsuit. Customer stated that a few minutes later, he heard beeping and received a button error alarm. Customer removed the battery to try to resolve the issue. When the customer put the battery back, the buttons did not function correctly right away. Customer stated that they did start working but he got another button error. Customer's blood glucose was 220 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan. Customer is currently using a back-up pump.